Event description:
It was reported that the customer inadvertently performed the load sequence while connected to the site. The customer experienced a "hypoglycemic convulsion" and was transported to the hospital via ambulance. Upon arrival to the emergency room, the customer's blood glucose was 90 mg/dl. Technical support educated the customer to not be connected to the pump during the fill tubing process. At the time of the report, the customer had not been released from hospital. Multiple attempts were made to obtain additional information; however, the customer did not respond.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.